Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) was able to charge the device but it did not hold a charge. The patient experienced chronic pain, which was the reason for ordering and performing a magnetic resonance imaging (MRI) in (B)(6) 2025. During an MRI appointment, it was noted that the patient did not have their programmer with them. The healthcare professional stated that the MRI facility previously contacted the manufacturer regarding the reported issue and was advised that it was acceptable to proceed with the MRI. No patient complications have been reported as a result of this event.